Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported he is not sure if the unit is working properly. Patient stated they cycle / recharge the ins as needed everyday. Patient asked for rep contact information. Agent asked clarifying questions. Patient stated 3 weeks ago if he lays down on an x ray table he will feel the buzzing noise that is produced by the implant and last time he had an x ray taken he did not feel any buzzing noise and wondering if the implant is working properly. Patient mentioned he has a replacement hip 33yrs ago on his left side and he is getting pain on left hip probably in last 90 days and now the pain is affecting his ability to move around freely. Patient stated he went to the orthopedic surgeon and they took pictures and the hip implant and does not show any wear and they told him to go back to the lowest common denominator and that is his reason for calling. Patient service reviewed ins should be off during an x ray. Agent reviewed adjustment stimulation or turning therapy off could be option to see if the pain will go away. Agent reviewed reps role and recommend patient consult with hcp ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.